Manufacturer narrative:
This report is submitted on april 28, 2022.

Event description:
Per the clinic, the patient underwent a skin flap reduction surgery due to poor magnet retention. The implanted device remains.

Manufacturer narrative:
This report is submitted on september,06,2022.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on june 09, 2022.